Event description:
Per independent repair center statement, the unit is alarming or red light. The key failure is the sieve bed gasket is leaking. Additional malfunctions are the 4-way valve is not shifting/contaminated and the pilot valve is leaking.